Manufacturer narrative:
System performance information was not provided. Per customer, no errors were noted in the event log associated with this event. A bci fields service engineer (fse) discovered the fluidics waste line was disconnected. Fse reconnected te line and verified system performance. Hardware is the root cause for this event

Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak from underneath the access immunoassay analyzer. No exposure to bio-hazardous liquid waste.